Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis did not deploy. Protective measures and actions taken withdrawal and change of device.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2296053 was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. On evaluation of the device, the following was observed: visual inspection safety wire returned in place. Red shuttle on last dimple. Polyimide slightly exposed at the tip and slightly kinked. Functional inspection: handle actuating for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device. Sheath tube observed to be separated from shuttle cap. All other components intact. The reported failure was observed manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2296053. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that the pressure from a tight stricture resulted in the high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could not be deployed. The crack heard by the customer may have been the sheath tube separating from the shuttle cap. During the lab evaluation the polyimide was observed to be kinked at the tip, the kink mostly likely occurred during returns transportation as from the additional questions no other detects were observed prior to device return. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the user was unable to deploy the stent and heard a cracking noise from 1 unit of lot c2296053 of evo-fc-10-11-8-b device. The customer changed to a new stent, and it successfully deployed. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. A definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that the pressure from a tight stricture resulted in the high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. The crack heard by the customer may have been the sheath tube separating from the shuttle cap.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-oct-2025.